Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented with an increase in the high voltage lead impedance. The impedance measurement did not change with provocative movements. It was recommended to either perform a shock test or replace the lead. The patient condition is well and will be monitored.